Event description:
On 2/2/94 we learned from the hospital that on 1/19/94 the ventilator failed to work properly on a pt after a power surge in the hospital electrical system. The hospital told us that the ventilator would not power up afterwards and a burning smell and smoke were detected by the clinical staff. The hospital also stated the pt had to be "bagged" and placed on another ventilator, and the pt is fine now.